Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that the fusion bioline would not be a good option for an aorto fem bypass procedure because the rings come off the graft too easily. This is not good for an area that needs the external ring support that the graft is supposed to offer. The hospital felt that the rings should be stronger in their attachment to the graft. Graft was implanted (B)(6) 2015. No reported patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. (B)(4). The release testing records were reviewed for the bead peal strength. The graft profile results were also reviewed. There were no non-conformances observed in the bead peel or the graft profile values recorded during release testing.

Event description:
The hospital reported that the fusion bioline would not be a good option for an aorto fem bypass procedure because the rings come off the graft too easily. This is not good for an area that needs the external ring support that the graft is supposed to offer. The hospital felt that the rings should be stronger in their attachment to the graft. Graft was implanted (B)(6) 2015. No reported patient effects.

Event description:
The hospital reported that the fusion bioline would not be a good option for an aorto fem bypass procedure because the rings come off the graft too easily. This is not good for an area that needs the external ring support that the graft is supposed to offer. The hospital felt that the rings should be stronger in their attachment to the graft. Graft was implanted (B)(6) 2015. No reported patient effects.

Manufacturer narrative:
(B)(4). Corrected section: the correct date rec'd by MFR for mfg report # 2242352-2016-00569 is 31-aug-2017.